Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "ruptured." Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "rupture." Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional additionally reported left side is intact via MRI. Device remains implanted.